Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during post stent dilatation in the superficial femoral artery, the fox plus balloon ruptured at 15 atmospheres. The device was removed and the procedure was completed using a non-abbott dilatation catheter. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.